Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan to report the one touch vita meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally provided to customer service. On (B)(6) 2011 at 9:00 am the patient obtained a blood glucose reading on the reported meter, and a reading on another meter within 30 minutes that was "20 mg/dl lower"; no specific data was provided. After this testing, the patient following his usual routine; the patient takes no medications for his diabetes. Two hours afterwards, the patient allegedly experienced the symptoms of sweating and agitation. The patient obtained a blood glucose reading of 75 mg/dl on the backup meter. The patient administered self-treatment by consuming glucose tablets; he did not seek any medical attention. It would have been helpful to determine the specific results obtained, the patient's expected results, what actions were taken prior to the onset of symptoms, if the patient tested his blood glucose level using the reported meter while symptomatic, and if his symptoms were abated with the consumption of glucose. The meter was replaced. No specific data was provided about the allegedly inaccurate readings on the reported meter. The patient allegedly suffered symptoms suggesting hypoglycemia after using the reported meter, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The 510k#: k082513. (B)(6).